Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 00:25:10. During night drain cycle four, the patient's ultrafiltration reading was 1550ml, indicating the home patient (hp) drained 1550ml more than their maximum programmed fill volume of 2000ml. No additional information is available.